Event description:
All four channels were running on a cardiac pt. One half hour after the pt was transported to sicu the pump lit up with 8's and stars. There was a high pitched alarm and the keypad would not respond. Unplugging the device did not have any effect. The pt's blood pressure dropped. Pt had to be resuscitated.